Event description:
The facility reported an infusion pump turned on by it self in the central processing center while awaiting to be cleaned. No add'l contact info was provided. The hosp rep stated there have been no reports of any pt incident involving this pump since the last baxter svc event.